Event description:
During a revision surgery reported separately, a drill bit broke off, and the tip could not be retrieved from the patients bone. This caused a surgical delay of 10-15 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Visual examination of the returned drill confirms the material fracture as reported. Evaluation of the returned instrument was performed by a depuy material scientist. No material defects were observed in the cement plug drill that could have contributed to fracture initiation and/or propagation to failure. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.